Manufacturer narrative:
Sc-1132 sn (B)(4)/sc-4316: device evaluation indicated that the devices exhibit normal device characteristics. Sc-8352-70 sn (B)(4): device evaluation indicated that the lead was cleanly cut. Damage to the lead is a result of a typical explant procedure and it is not considered a failure. Sc-1132 sn (B)(4)/sc-2218-70 sn (B)(4)/sc-2218-70 sn (B)(4): it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a very little function and feeling below the waist. It was noted that the patient had a recent lead revision procedure. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Concomitant medical products: model number: sc-2218-70, serial number: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a very little function and feeling below the waist. It was noted that the patient had a recent lead revision procedure. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had weakness and was unable to move legs. Physician believed that the scar tissue caused the neurological symptoms. The patient was receiving physical therapy and was able to stand with assistance.

Event description:
A report was received that the patient had a very little function and feeling below the waist. It was noted that the patient had a recent lead revision procedure. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient had a very little function and feeling below the waist. It was noted that the patient had a recent lead revision procedure. The patient underwent an explant procedure. No device malfunction was suspected.